Event description:
A caller reported damage to the pump housing, specifically around the usb port, which affected their ability to charge the pump. There was no reported adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.